Manufacturer narrative:
This was not product related.

Event description:
Notified by a law firm looking for a quote on a new power chair due to damage to her old one caused by a motor vehicle collision.

Manufacturer narrative:
The "date of event" has not been provided. Unknown if injuries or medical attention was sought. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Notified by a law firm looking for a quote on a new powerchair due to damage to her old one caused by a motor vehicle collision.